Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit has an error code of da pcba adc reference failed. Customer reported there was patient involvement however, there was no patient harm.

Manufacturer narrative:
Updated. The customer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit to resolve the reported problem. Unit was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported the unit has an error code of da pcba adc reference failed. The customer stated that there was no patient involvement.